Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h4, h6, h10 UDI : (B)(4). Sample was received for evaluation. DHR - lot ctkb28, conformed to the specifications when released to stock failure anlaysis: the valve was visually inspected, needle holes in the needle chamber were noted, as well as some biological debris in the valve. The valve passed the test for programming. Occlusions, leaks, reflux, siphon guard and pressure. No root cause could be determined, as the technician was unable to confirm the problem reported by the customer. The possible root cause for the problem reported by the customer could have been due to buildup of protein causing an occlusion, no occlusion was noted during the investigation. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported suspected occlusion of a hakim valve (ID ns9008): the valve was implanted via l-p shunt. An implant date and initial setting was unknown. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). It seemed that csf flow was poor, and the occlusion was suspected with the lumbar catheter. Therefore, the valve and the catheter were replaced with a new one.